Event description:
During an in clinic follow-up, an unspecified pacing issue was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
During an in clinic follow-up, an unspecified pacing issue was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was received in elective replacement indicator (eri) level. Device image analysis was performed and no anomaly was observed. The lower pace rate was due to device in elective replacement indicator level. Further analysis was performed and no pacing output anomalies were revealed. Additionally, a longevity assessment was performed and device exceeded the projected longevity.

Event description:
Additional information received indicated the device was explanted and replaced due to normal battery depletion. The patient was in stable condition.